Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
The pt reported that "numerous organs were damaged, paralyzed" due to her pump. The pt's bladder was paralyzed and she had her uterus removed. The pt also reported that she developed an infection following a gallbladder surgery. The pt intended to have her pump explanted after the infection was resolved. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.